Event description:
The user facility reported that a portion of the outer layer of a guidewire was sheared off inside the pt during use in an ureteroscopy procedure. Follow-up info confirmed that: the pt was undergoing a holmium laser lithotripsy to fragment a stone within the right ureter and a right ureteral stent placement; the glidewire was used throughout the procedure to maintain access; when the glidewire was removed from pt at the conclusion of the procedure, it was noticed that the outer coating was missing from the distal tip; it was unk when or by what means the coating had been peeled off from the guidewire; the physician located and removed the coating fragments so no pieces were left inside of the pt; and there were no pt complications.

Manufacturer narrative:
Results: is based on eval of user facility info and the returned sample; is based upon eval of undamaged sections of the returned sample. Conclusion: is based upon eval of user facility info and the returned sample; is based upon eval of undamaged sections of the returned sample. The involved device was returned for eval by the mfg facility. Visual examination of the returned guidewire confirmed that a portion of the polyurethane coating had been damaged in several places exposing the core wire. Testing of undamaged sections of the guidewire confirmed that the polyurethane coating was properly adhered and had no defects. The event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against a sharp, metal surface (perhaps along the interior surface of the ureteroscope). A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been placed on file at the mfg facility for appropriate tracking, trending and follow-up. (B)(4).